Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed that the tablet passed all functional tests prior to distribution. Evaluation codes, method, results, corrected data: the initial manufacturer report inadvertently did not include the method and results evaluations codes.

Manufacturer narrative:
.

Event description:
Additional information was received that product analysis was completed on the tablet. No anomalies associated with the tablet display brightness were observed during the analysis. During the analysis, no anomalies associated with the tablet performance were noted during testing using the ac adapter or the main battery with a full charge. The tablet performed according to functional specifications.

Event description:
It was reported that the surgeon was unable to read his tablet because the screen was too dim. The tablet device was charged and powered off and on, but the issue did not resolve. The tablet was returned to the manufacturer where analysis is currently underway.